Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to e2, e3, g2, h4, h6 and h10. The customer confirmed that they reprocess the device in accordance with the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the air/water channel and air/water cylinder was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had an angulation malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was exiting the air/water nozzle which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was an angulation malfunction due to a stretch in the angle wires. Upon further inspection, it was observed that there was foreign material exiting the air/water nozzle due to insufficient cleaning or handling of the scope. It was also observed that the insertion tube was deformed due to a handling issue. It was observed that the objective lens was chipped due to a handling issue. It was also observed that the light guide lens was cracked due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.